Manufacturer narrative:
Reporter is a j&j sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) radiolucent insertion handles were found to be broken after it came fro the wash this morning. It appears to be disassembled, the insertion part of the radiolucent insertion handle was broken off. The tip of the two (2) driving cap/threaded broke off. There was no patient involvement. This report is for one (1) driving cap/threaded this is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523, lot: l105503, manufacturing site: bettlach, release to warehouse date: november 11, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded was returned and received at us customer quality (cq). The visual inspection of the received device indicated that the distal threaded tip of the device was broken off. A broken threaded tip was returned and upon visual inspection of the fracture location, it was unsure whether the returned broken piece was the component of the compliant device. There were scratches on the device but has no impact on the functionality of the device. The lot number etching on the device was almost faded. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was not performed due to the post-manufacturing damage. Document/specification review the following drawing reflecting the current and manufactured revision was reviewed - connector for insertion handle investigation conclusion the complaint condition was confirmed for the received driving cap device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.